Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra meter was reading inaccurately low, compared to another meter. The complaint was classified based on customer service representative (csr) documentation, since the patient was unable/unwilling to answer further questions when contacted by telephone. The reporter stated that the alleged meter issue began around midnight on (B)(6) 2016, alleging that on (B)(6) 2016, the patient obtained an inaccurate low blood glucose reading with the subject meter compared to another meter, the reporter was unable to confirm any exact results, the tests were performed within 30 minutes of each other. The reporter stated that the patient manages his diabetes with insulin and metformin, and in response to the alleged inaccuracy he consumed more food and drink. The reported alleged that the patient developed symptoms in response to the alleged inaccuracy, but could not confirm what the symptoms were, but stated that treatment of insulin was required by a health care professional. During troubleshooting, the csr was unable to establish if the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.